Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer. The event is still under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information was received from the customer. It was reported no other devices were involved in the event. There was no delay to the procedure and the intended procedure was completed. Another device was used to complete the procedure. It was further reported that the power switch sticks in the "on" position, the power indicator light comes on, and there were no foreign objects on the electrical contacts.

Manufacturer narrative:
The device was returned and initial evaluation was conducted by olympus. The initial evaluation found that the power switch is pushed in the on position but the unit will not power on and the picture in picture (pip) connector was damaged. There was no reported harm or patient consequence due to this event. The event is still under investigation. A supplemental will be submitted upon receiving additional information.

Event description:
It was reported that during preparation for use the evis exera iii video system center power switch could not be turned off due to sticking. There was no patient harm reported for this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As a result of the physical inspection and functional testing of the device, olympus has concluded that the reported issue was most likely caused by the failure of the power switch due to repeated use over a long period of time. It was also noted that this device was manufactured prior to 11-dec-2013 when a design change for the power switch was implemented. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.